Manufacturer narrative:
A2. Reported patient age (34 years) is the mean age of patient in the article study group who were treated with onyx. A3a. Reported patient sex (female) is representative of the majority of patients in the article study group (55%). B4. Reported event date is the date of the journal publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Crowley rw, ducruet af, kalani my, kim lj, albuquerque fc, & mcdougall cg. (2015). Neurological morbidity and mortality associated with the endovascular treatment of cerebral arteriovenous malformations before and during the onyx era. Journal of neurosurgery, 122(6), 1492¿1497. Https://doi.org/10.3171/2015.2.jns131368. Medtronic review of the literature article found a retrospective review was performed of all patients with cerebral arteriovenous malformations avms undergoing embolization at the barrow neurological institute from 1995 to 2012. Endovascular treatment of 342 cerebral avms was performed over 446 treatment sessions. Onyx was used in the treatment of 105 avms. Onyx was used in conjunction with n-butyl cyanoacrylate (nbca) in 39 avms. There was one periprocedural patient death reported in the article. However, this was not included in the reported information indicating adverse patient events for patient treated with onyx so it is considered that the single patient death did not occur in a patient treated with onyx. Unexpected periprocedural neurological morbidity was reported in 8.6% of onyx cases (approximately 9 patients). It was noted that there were 4 onyx procedures in which vessel perforation occurred and nbca was used expeditiously for management of the perforation complication. Permanent unexpected neurological morbidity was present in 8% of the onyx cases (approximately 8 patients). Silent complications occurred in 9% of onyx cases (approximately 9 patients). The term of silent complications was not defined in the article but as it was reported separately from unexpected and permanent neurological morbidity, it is considered that these events were asymptomatic.